Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets leaked from the tubing. The sets had holes in the tubing. This occurred during the priming process prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.